Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that staff did not hear the central monitor alarms on (B)(6) 2018 for bed (B)(4) starting at 5pm. The customer requested assistance in determining if alarms were provided. The customer was not able to provide a specific type of alarm that was in question. No adverse event was reported.